Event description:
Replaced hydraulic power unit. Total care bed wouldn't move yet pump motor was trying to run. No incident was reported as a result of this issue. Tsr replaced the hydraulic manifold to correct this issue.